Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the pump alarmed "no disposable: pump won¿t run." Troubleshooting was performed, including silencing the alarm, reviewing pump settings, and powering the pump off. Upon inspection, it was observed that the cassette was empty and air was present throughout the tubing from the pump to the patient. No patient harm was reported.